Manufacturer narrative:
There was no patient involvement. Device is an instrument and is not implanted/explanted. Part: 03.010.523; lot: l306576; manufacturing site: (B)(4); release to warehouse date: may 12, 2017 the device history record (DHR) shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality investigation: investigation flow: broken: visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of significantly stripped and deformed threaded tip, which agrees with the reported complaint condition. Furthermore, a few threads on the tip were observed to be completely stripped off. No new issues were identified on other portions of the device. The complaint condition agrees to complaint description and the condition is confirmed. Document/specification review: top level assembly design drawing was reviewed during this investigation and no issues were identified. Connector for insertion handle dimensional inspection of deformed thread diameter relevant to this complaint measured the diameter as 7.2 mm that falls out of the specifications of 7.794 mm to 7.974mm and tolerance specified per iso standards due to post manufacture damage. The device history record reviewed showed that this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Furthermore, the material review performed during DHR showed no issues with the material and its properties that could have contributed to complaint condition. Conclusion: no root cause could be determined with the available information. However, it is possible that any unintended forces encountered by the device (such as dropping off during handling) could have contributed to complaint condition. This complaint is confirmed however no unidentified product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Therefore, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a pre-operative open reduction internal fixation (orif) of right femur procedure on (B)(6) 2018, the driving cap/threaded (femoral impactor) was stripped and would not properly thread into the insertion handle of the trochanteric fixation nail advanced (tfna) system. The scrub technician attempted to assemble the impactor, but it would not engage in the insertion handle; it would just wobble around and would not fully seat. There was no patient involvement. Concomitant device: insertion handle (part: unknown, lot: unknown, quantity: 1). This report is for a driving cap/threaded. This is report 1 of 1 for (B)(4).